Event description:
It was reported that when the guide wire was removed from the hoop, the proximal end of the guide wire separated. The device was not used on the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned guide wire found that there was no blood visible and there was contrast on the polymer coating which is consistent with the guide wire being handled outside the dispenser as reported. Analysis confirmed the reported guide wire separation as the core was separated at the proximal end of the hypotube. There was a small piece of the core still in the hypotube. Scanning electron microscopy (sem) analysis of the guide wire suggests that the core failure may be attributed to ductile overload at a bend. It was noted that there was core extending out the hypotube, indicating the hypotube was properly attached to the core. Although it was reported that the guide wire was not used in the patient, a hypotube being over pulled or over bent would require it to be trapped within another device in order to create the required forces to cause a separation. Guide wires are fragile and it is possible that during removal of the wire from the dispenser hoop, preparation of the guide wire for use that a bend could occur that would later fracture; however, this could not be confirmed. Analysis also noted a bend in the tip at the distal end of the shaping ribbon from the tipball for a length of 1 cm which is consistent with shipment to abbott vascular for evaluation since this damage was not noted prior to use. Overall, a conclusive cause could not be determined for the reported guide wire separation and the noted bend in the tip and there is no indication of a product quality deficiency. Manufacturing inspect 100% of the guide wire tips after they are loaded into the dispenser and performs a non-destructive hypotube junction pull test. Additionally, quality control performs on line reliability testing to verify product quality.

Manufacturer narrative:
(B)(4). Correction: date on previous supplemental report entered incorrectly as (B)(6) 2010. The date should have been (B)(6) 2011.